Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the left ventricular (lv) lead; lv lead fracture was suspected. Programming changes were performed to resolve the issue. The patient condition was stable.